Event description:
The device was used during an unknown procedure, it was reported by the rep that the instrument did not fire or cut. There was no consequence to the pt.

Manufacturer narrative:
D6: information unavailable, device not returned for analysis.